Event description:
It was reported that the core sumex drill ran without user activation and heated up during a lumbar spine procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, it was discovered that the motor, bearings, and collar were damaged.